Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in inappropriate shocks. The physician was unable to reproduce the oversensing with pocket manipulation or isometrics.

Manufacturer narrative:
Cpi was unable to obtain any additional info on this ICD.